Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was placed initially, but exhibited poor pacing, even with high outputs. The ipg was removed and inspected for tissue at the tip, and no tissue was observed. Several more attempts were made at positioning, all with consistent results. The ipg was removed and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.